Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that the buttons are not always working. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratches on display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.